Event description:
It was reported that a patient underwent a tlif at lumbar l4-s1 decompression and fusion surgery. During surgery the tip of the ins erter became bent. While trying to straighten the tip it broke. No fragment of the inserter remained in patient. No patient complications were associated with this event.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: product was returned. Visual examination confirms the superior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.